Event description:
The patient was admitted on (B)(6) 2015 with various symptoms (including ¿crazy diarrhea¿) that were attributed to other causes, but the reporter believed that patient was actually in baclofen withdrawal. The pump was alarming and the reporter believed that it was empty. Telemetry had not yet been performed. The reporter was going to be seeing the patient on this date of this report to read the pump and assess how long it had been dry and then refill the pump. The reporter believed that the pump had been dry for a while, but she didn¿t know how long. The reporter requested that the hcp (healthcare professional) lower the dose, but the hcp wanted it set at the same daily dose. The device system was delivering morphine and compounded baclofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j10942r70, implanted: (B)(6) 2001, product type catheter. (B)(4).